Event description:
Information was received indicating that immediately on use of smiths medical cadd administration set, an upstream occlusion alarm was noted. Subsequently, the user had to change the administration set. No adverse effects were reported.